Event description:
During the beginning of a left heart catheterization procedure the fysicon qmapp system stopped displaying patient vital signs information. All qrs, etco2, and pleth waveforms went to flatlines. The hemodynamic data disappeared from the system whereby we were unable to monitor the patient's heart rate, spo2%, etco2 values, or nibp value. Numerous troubleshooting steps were taken over approximately a 10 minute period. The patient was alert and talkative during this time frame or we would have been forced to stop the procedure and relocate to a different cath procedural room. Ultimately when the qmapp amp was replaced we identified that by not reconnecting the external etco2 module that the system was able to again monitor the patient's vital signs and the patient's qrs and all additional values were no longer displaying flatlines but actual values and hemodynamic readings. Further testing on the external etco2 module after the case confirmed that this defective module was the cause of the loss of monitoring during the catheterization procedure. The etco2 module was pulled from service and reported to the manufacturer. FDA safety report ID# (B)(4).